Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that patient experienced bradycardia. The 100% stenosed, concentric and de novo target lesion was located in the left pulmonary artery. After a 6 fr guide catheter and 0.035 guidewire was inserted, an angiojet pe catheter was advanced for a thrombectomy procedure. The angiojet ultra console was then set to power pulse mode, however, it was noticed that blood was being lightly aspirated into the catheter line and collection bag. After under 20 seconds of use, the catheter was replaced with another angiojet pe catheter. Blood continued to be lightly aspirated during power pulse. No damage was observed with either catheter. It was noted that the patient experienced transient bradycardia and halted power pulse temporarily and within a few seconds bradycardia subsided. The physician thought that the bradycardia was related to the use of the angiojet device as it subsided when power pulse was stopped. The physician decided to proceed with the procedure and it was completed with technical and clinical success. No further patient complications were reported and patient's status was stable.